Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation (a fib), a faradrive sheath was difficult to insert into a patient when groin access was attempted. The dilator advanced normally by itself, however, when the sheath and versacross connect were used to attempt access, the physician was met with significant resistance. Damage was then observed on the distal end of the sheath. It was described at sheath tip rollback, which occurred when insertion was attempted. No damage to the introducer or dilator was reported. The sheath was replaced with a non-boston scientific sheath, access was made, and the procedure was completed. No patient complications were reported. The sheath has been returned for analysis and investigation is still in progress.